Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed/error/alert occurred on 07-07-2022 for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and failed. A review of the share logs was performed and transmitter error not found for serial number (B)(6) within the investigation window. The allegation was not confirmed. The reported event of transmitter failed/error/alert is reportable based on transmitter passed log review for allegation.. No injury or medical intervention was reported.